Event description:
It was reported by the rep the device was used during a laparoscopic removal of pancreatic cyst. It was reported 2-511sd trocars had torn gaskets during procedure and persistently leaked air. There was no consequence to the pt.

Manufacturer narrative:
Tracking #. 50711. Endopath dilating tip trocar: based upon inquiry info rec'd and visual examination, it was concluded that the reported event occurred due to outer gasket. The instrument was rec'd with the outer gasket cut. No conclusion could be reached as to how this damage occurred.